Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, prime test,operating currents, self-test and off no power. However, the insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. No unexpected low battery alarm noted and low reservoir alarm function properly during test. Analysis was unable to test excessive no delivery due to motor error alarm at bolus. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 145 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.